Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with two prostyle devices using the pre-close technique via an 8f sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 16f sheath, and the evar procedure was completed. Reportedly, post procedure, when tightening the pre-placed sutures, the sutures separated. A nick and spread cut down was performed to achieve hemostasis with manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle device with reported issue referenced in b5 is filed under separate medwatch report number.